Event description:
Customer reported receiving a no delivery alarm during a manual prime. The customer's blood glucose was unknown. He stated the alarm occurred when he was changing his infusion set. The customer was assisted with clearing the alarm. The customer was also assisted with verifying that insulin exits from the tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).